Manufacturer narrative:
(B)(4).

Event description:
It was reported the hcp used a magnet when trying to telemetry a pump. This caused a motor stall. The stall and recovery were confirmed in the event logs. The stall duration not noted. Additional information has been requested, a follow-up report will be submitted if additional becomes available.